Event description:
It was reported that the user experienced a nocturnal low glucose event with a fingerstick value of 51 mg/dl while newly using the ilet, and the agent confirmed the low in available reports and provided education that the system requires time to learn the user. Symptoms included no reported clinical manifestations. Outcomes included successful self-treatment with oral carbohydrate and subsequent rise in glucose, with no hospitalization or medical intervention beyond home treatment. Investigation included review of available device data and user report, as well as troubleshooting and education on system adaptation and hypoglycemia management. Investigation of this case revealed no device malfunction or component failure and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.